Event description:
It was reported that during central processing, the rubber was burned on the maryland bipolar forceps instrument. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the part associated with this complaint and completed investigations. Failure analysis investigations replicated/confirmed the customer reported complaint "rubber is burned." The instrument was found to have charring and localized melting at the grip base on the exterior of the yaw pulley. No damage was found to the conductor wire or insulation. Other cables were not damaged. The instrument passed the electrical continuity test. The instrument has 3 uses remaining.